Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of plunger rode underneath the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the plunger rode underneath the lens and would not inject. The procedure was completed on the same day. There was no patient contact. Additional information has been requested but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).